Event description:
Nurse reported 4 patients experienced toxic anterior segment syndrome (tass) occurring 1 to 3 days post op with 3 different surgeons and on different days. It was reported these cases were the were the third case of each day. They reported that they reuse single use phaco tips. They state they have made some changes to their cleaning procedures to help address tass issues. They have also reported that they put an additive in this product that is not always preservative free. Additional information received in 2006. Surgeon reports one patient was noted to have intense inflammation seen 18 hours post op. Patient had a vitrectomy and injection of steroids and antibiotics at one day post op. Outcome of event was reported as excellent. Surgeon states the cause of event is not known, however he lists this product in the event description of the returned questionnaire for this patient.